Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter a 60" high flow rate extension set in which the connection cracked causing a leak. According to the report, a nurse was using an unknown becton dickinson (bd) syringe to inject an unknown drug into a patient when the connection began to leak. When the nurse attempted to disconnect the bd syringe from the set the connector cracked. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.